Manufacturer narrative:
UDI not available for this system at time of filing. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Information was received regarding a navigation system issue that occurred during a functional endoscopic sinus surgery (fess). It was reported that the touchscreen flashed black, and when it came back up, the manufacturer logo appeared and stayed there. The system was rebooted and it resolved the issue. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue. No further information was provided.

Manufacturer narrative:
Additional information: unique device identification (UDI) provided. Device manufacturing date provided.

Manufacturer narrative:
The FDA codes have been updated to reflect current coding guidelines. If information is provided in the future, a supplemental report will be issued.